Event description:
It was reported that the ilet pump¿s screen was cracked during routine handling at home, rendering the display and swipe-to-unlock unresponsive and preventing reliable use. Symptoms included no adverse clinical effects reported. Outcomes included the user being advised to transition to backup therapy because insulin delivery and meal announcements could not be relied upon. Investigation included customer interview, verification of issue, and logistics for device return and replacement. Investigation of this case revealed physical damage to the screen with resultant loss of user interface functionality. It was concluded that the device experienced a hardware failure due to a damaged screen, and replacement was warranted.